Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
A medwatch [#(B)(4)] was received via u.s. Mail. The account alleges that during an aortogram in the cathlab the wire tip detached within the patient's common femoral artery. The physician was trying to acquire retrograde femoral artery access when the wire tip was sheared off in the patient. The physician was able to retrieve the wire tip.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.